Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. A visual and dimensional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the mildly calcified coronary lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during manipulation of the device likely contributed to the noted flared, bent and stretched stent struts, thus causing the reported resistance upon retraction, making the device difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified coronary lesion. On advancement of a 2.50 x 28 mm xience proa stent delivery system (sds) resistance was met and the sds failed to cross the lesion possibly due to the patient anatomy. Unspecified resistance was also noted on removal of the sds from the anatomy. There was no noted damage to the stent. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.